Manufacturer narrative:
Zimvie received one (1) tsvtwb11, (imp,tsv,4.7,11.5,mtx,mg) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant's drive feature was observed damaged, and the implant's collar was seen fractured. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1228104. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1228104 for similar events and no other complaint was identified. The customer did not submit images for the reported events. Based on the investigation and risk management file review the most likely root causes determined from the investigation are parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: b4: date of this report b5. Describe event or problem d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
It was reported that customer was aware of the implant¿s collar fracture: I was aware of the crack; however, it was asymptomatic (no bone loss, pain, or swelling). In similar cases¿including with other brands like zimmer¿such cracks are often monitored when they present without symptoms. Timing of the fracture: . The crack got worse over the time , it did not happen during the removal.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #19 was removed due to having stripped threads. The implant's threads that were damaged on the mesial the hex part of the implant stripped. Symptoms as a result of the event: inflammation & swelling.